Manufacturer narrative:
Additional information about specific pts, devices, and events is not available; therefore, gore cannot determine if any of these events were previously reported. Lot numbers, pt information, events, and images were not available; therefore, no evaluation could be conducted. As lot numbers and images were not available; therefore, no evaluation could be conducted.

Event description:
Gore was made aware of a presentation that dr (B)(6) gave at the 2006 international society of endovascular specialists. Dr (B)(6) collected data from 760 pts implanted with the gore excluder aaa endoprosthesis at 9 sites. Data collected included endoleaks, secondary interventions, device migration, aneurysm sac evolution and rupture, conversion, and death. The presentation concluded that "preliminary and mid term (2 yr) results demonstrated that endovascular repair with this specific device is a safe treatment associated with: low morbidity and mortality rate at short and mid term follow-up. Almost no migration (2/780 - 0.2%). Low frequency of endoleaks, particularly type ii. No relevant percentage of sac enlargement, significantly associated with type ii endoleak". Additional information about specific pts, devices, and events is not available; therefore, gore cannot determine if any of these events were previously reported.